Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted on (B)(6) 2012, with a new device on the contralateral side.

Manufacturer narrative:
(B)(4): device not available for analysis.